Event description:
It was reported that the user experienced two post-dinner high blood glucose events after underestimating meal size for pasta and rice on one day and beef stew with a late dinner on another day while using the ilet system, with no manual corrective actions taken as the pump eventually returned glucose to range in about four hours; no alerts or alarms were reported. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to improper procedure and the user interface aspect of meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The customer was advised to follow up with their healthcare professional for potential therapy adjustments and assigned additional training on meal announcements and correct meal size entry.

Manufacturer narrative:
Initial.